Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) drain port is giving an error. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: ((B)(4)): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) unit drain port is giving an error. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event was reported. A getinge field service engineer (fse) verified unit had a bloodback incident. No logs are present. Replaced parts (crm, safety disk, luer cap, blood detect tubing, purge valves, fill reservoir, cable clamp, barb fittings, drive manifold foam) affected by blood back. Performed a full function and calibration check. The device operated without any further issues. Cleared for use and returned to the customer.